Event description:
The customer reported that a pt treatment plan no longer displayed accessories such as dynamic wedge, standard wedge or block after ximatron digital images were acquired. They reported that the plan loses the accessories for the field if there is no multi-leaf collimator (mlc) attached to a field in the plan. If the pan does have an mlc attached to a field then no problems are observed. This anomaly was detected by the user prior to treatment, and no mistreatment was reported.

Manufacturer narrative:
During preliminary evaluation, a software code malfunction was identified in ximavision/ximatron digital imaging v7.5.51.6 sp2. Tests have confirmed that only this version (sp2) of digital imaging is affected. A solution to this software anomaly is currently under development by varian medical systems, and will be provided to affected customers upon release.